Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If the device is received, this complaint will be reopened and updated to include product evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch # for two other needles 1221934-2015-10116; 1221934-2015-10117. (B)(4). The lot expiration date is currently unavailable.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch # for two other needles 1221934-2015-10116; 1221934-2015-10117. (B)(4). See report for product information received. The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a knee repair that the silicone sleeve on three of the customer's omnispan meniscal repair system, 27 degree needle kept bunching up and not allowing the implants to deploy. The surgeon completed the procedure by doing a meniscectomy. There was a 15 minute delay in the procedure. The sales rep reported that the surgeon did not overpenetrate the meniscus. And that the patient had an abnormally large knee. When inserting the gun into the joint to deploy the implant the lines were at 15 to 20 ml without seeing the sleeve.